Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent button response due to flatten up button dome switch. No button error alarm noted. The device was received with minor scratched display window, cracked case at the display window corner, cracked battery tube threads, cracked reservoir tube lip, and broken belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have cause or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer received a button error alarm. Advised insulin pump would be replaced. No additional information was provided.